Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system would not maintain and display a fluoroscopic image. This rendered the system unusable. There was no pt injury or death reported.